Manufacturer narrative:
Reliability analysis inspected 2 opened sensors and found 1 of 2 sensors broken. The broken part missing was unable to confirm. The customer received sensor damage due to returned used.

Event description:
The customer reported via phone call of a faulty sensor. The customer's blood glucose reading was unknown. The customer stated that the plastic part was stuck in her inserter. The customer stated that she has gone through 2 faulty enlite sensors. The customer stated that the serter does not release the sensor after the second button press. The customer will be sent replacement sensors.